Manufacturer narrative:
.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18 atms on the third or fourth inflation after being inflated for a few seconds during post dilation. The lesion being treated was located in the severely tortuous, severely calcified and 99% stenotic distal left anterior descending artery (lad). The balloon was successfully used for predilation, and then ruptured during post dilation of a deployed taxus stent. The device was removed from the patient intact. The procedure was successfully completed with a different balloon. Patient status is listed as "good."